Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 01/19/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device has been returned and evaluated by product analysis on 01/12/2017 with the following findings. Review of the black box data revealed unexplained interruption in power recorded (B)(6) 2016. Another power on reset event occurred after a call service alarm 064 was recorded as well. On examination, there was moisture on the inside of the display screen. The battery compartment was noted to be cracked. Leak testing revealed moisture leakage into the battery compartment at the site of the battery compartment crack. Investigation confirmed the alleged moisture. The pump was powered on and exercised for 24 hours without any interruption in power. Investigation did not duplicate the power complaint. The pump was opened for further investigation and revealed moisture corrosion on the continuous glucose monitoring module, the power printed circuit board and the motor flex/connector.